Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the finger latch on the battery (B)(4) is broken. It is not known whether the issue was discovered while the battery was in the autopulse multi chemistry charger or autopulse platform. There is no known patient consequence reported.